Manufacturer narrative:
New test strips and control solutions were sent to the patient to resolve their concern. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they attempted to perform control solution tests with the teladoc blood glucose meter. They stated they received two out of range readings with control solution 1, both readings were low. The patient didn't receive any medical attention or treatment as part of the malfunction of the device.